Manufacturer narrative:
(B)(4). Review of the message history for the architect i2000sr found many error code 3350, aspiration error, sample pipettor. Further review found error code 5000, sample pipettor movement restricted was generated indicating a probable probe crash. The customer was directed to replace and calibrate the probe. Fewer error 3350 were noted after the probe was changed. The probe damaged as a result of a probe crash was determined to be the probable cause for the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue of erratic results and probe replacement. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000sr analyzer generated a positive toxo igg result of 19.85 iu/ml and a negative toxo igm result. The patient was know to be negative. The sample was recentrifuged and repeated with a negative result. There was no report of impact to patient management.